Event description:
It was reported via our competent authority that the patient underwent a revision surgery after the lag screw had moved inside the patient. It was further reported that the screw has been retrieved.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplement. Device will not be returned for evaluation.